Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient was not shown up in one station. The patient was supposed to appear in both the 7g-1 and 7g-2 stations in the unit, but he only appeared in the 7g-1 station. Not showing in the 7g-2 station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed both stations were connected with no disconnection. The sync status was up to date, no health sight viewer (hsv) notifications were present, and both devices were correctly assigned to area 7g. Although the referenced patient had already been discharged, the tss identified that the 7g2 station may have experienced a data drop at the data applier level without triggering errors, and a full synchronization was recommended to address the issue. The customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.